Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2022. At the post-implant activation, the patient was not able to feel any stimulation despite multiple programming options. Determination was made that the leads were not in an optimal location for pain relief. On (B)(6) 2023 a surgical revision was performed to insert new leads closer to the target nerve. Testing was performed to confirm placement.